Event description:
Customer alleged the head section would not lower and the CPR would not function.

Manufacturer narrative:
The facility was instructed to replace the CPR and head down valve to resolve the issue.